Manufacturer narrative:
Tracking #.49467. Ees #.980976/j. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported the device was used during an unknown procedure. It was reported the trocar would not arm and stay armed. There was no consequence to the pt.